Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2012, a 3.0x18mm absorb bioresorbable vascular scaffold (bvs) was successfully implanted in the 1st obtuse marginal coronary artery, 90% stenosed lesion. During the patients 4-year visit, an exercise stress test was performed indicating ischemia. On (B)(6) 2016 a myocardial perfusion scan was performed and on (B)(6) 2016 a coronary angiogram was performed. Small scaffold restenosis 20% was noted. There was no hospitalization, no change in medications, and no treatment provided. There was no additional information provided regarding this device issue.